Manufacturer narrative:
Film evaluation summary; the cause of the type iii junctional separation between the contra limb and bifurcate gate could not be determined. The amount of initial contra limb overlap within the gate is unknown and the aneurysm morphology at implant is unknown. It is possible that the limb detachment was caused by aneurysm morphology changes leading to increased limb angulation and eventual detachment. Although a clear type iii junctional endoleak could not be confirmed, it is possible that the aaa sac may have been pressurized via this limb detachment. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Other relevant devices are: enlw1620c124e, s/n: (B)(4); use by date: 03-apr-2014; upn # (B)(4); enlw1624c82e , s/n: (B)(4); use by date: 06-mar-2014; upn # (B)(4). Date of event unknown. If information is provided in the future, a supplemental report will be issued.

Event description:
An endurant stent graft system was implanted in a patient for the endovascular treatment of an unknown size diameter abdominal aortic aneurysm. It was reported that on an unknown date a type iii endoleak was observed in the patient. It is noted that there was no migration of the stent and that the aorta had expanded past the nominal diameter of the device. It was noted that it was unclear if the type iii separation was a consequence of a previous intervention preformed for a separate event. On an unknown date, intervention was performed for the type iii endoleak by the implantation of a limb component to bridge the gap. It is noted that the event has been resolved. As per the physician, the cause of the event cannot be determined. No additional clinical sequelae were reported and the patient is fine.